Event description:
In 2002, pt underwent surgery for "tissue loss". A biograft was implanted and occluded at the time of implant. Product was then explanted and replaced with another biograft. Surgeon reported loss of outflow artery. Pt's current status is reported as "good" by pt's surgeon.